Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested.

Event description:
A healthcare professional reported that a blunt knife was noted during surgery. Additional information has been requested.

Manufacturer narrative:
One sample was received by manufacturing in an opened blister package. The sample was examined per facility procedure and was found to have a damaged tip and damaged cutting edge. Penetration and sharpness testing could not be performed due the damage of the returned sample. The final customer lot was identified. One component knife lot was used to make up the lot identified by the customer. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. A complaint history review indicates that no additional complaints were associated with the reported lot. How or when the blade became damaged cannot be determined from this evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the blade protector tray when the product is improperly removed or inserted after use, by improper handling or from contact with another instrument during surgery or set-up. (B)(4).